Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1003, which is indicative of voltage too low for projected capacity. Technical services analyzed device disk data, and it was suspected that is was a false positive code 1003 due to the timing of the high voltage charging. It was recommended to review the device data in a few weeks to ensure proper operation. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1003, which is indicative of voltage too low for projected capacity. Technical services analyzed device disk data, and it was suspected that is was a false positive code 1003 due to the timing of the high voltage charging. It was recommended to review the device data in a few weeks to ensure proper operation. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The fault code 1003 appears to be a false positive due to the timing of hv charging and latitude sessions.